Manufacturer narrative:
This MDR is being submitted by the manufacturer as part of a voluntary remedial action. Investigation concluded that the manufacturing process may have led to catheter tip separation prior to use.

Event description:
Doctor went to feed the catheter over the wire and the tip of the catheter fell off. Gandras catheter tip fell off outside the body.